Event description:
The suspect device result was 154 mg/dl. Emts were called and their meter read 32 mg/dl. The user was treated with a glucose IV and taken to the ER. Controls were not used. The device was replaced and requested to be returned for eval.